Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose of 29mg/dl on (B)(6) 2017. Customer¿s current blood glucose at the time of the call was 161 mg/dl. Customer went to sleep and in the morning their spouse had to call emergency medical services. Customer had to be flight transported to the hospital. Customer might have over bolused as customer indicated that the meter may not be working. Troubleshooting on the insulin pump was not performed. The customer was treated with glucose in the emergency room and during flight. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.